Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 450 mg/dl. Customer was treated with insulin pump. Customer stated that the infusion set had large multiple air bubbles. The air bubbles were present at quick release. Approximate size of air bubbles was an inch to 2 inch. Customer stated that there was no leak. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did use the minimed 670g system. Customer stated that they were not using auto mode feature. Customer stated that the cannula was not bent. Customer stated that the insulin pump passed displacement test. The insulin pump will not be returned for analysis.